Event description:
It was reported that this implantable pacemaker recorded a non-sustained ventricular tachycardia episode attributed to noisy signals. Technical services (ts) examined the electrogram (egm) and determined that the noise and oversensing were indicative of electromagnetic interference (emi). The hospital consultant confirmed that the patient underwent a pulsed field ablation (pfa) procedure on the same day. All lead trends and parameters since the pfa procedure look stable, and no further follow-up is currently scheduled. This device remains in service and no adverse patient effects were reported.